Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. The patient's right ventricular (rv) lead had been found to exhibit diminished r-wave sensing and had low pacing impedance, discovered either via remote transmission or in-clinic interrogation. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.